Event description:
The valve was explanted due to regurgitation as noted by echo and cath. Product inspection at retrieval noted structual dysfunction related to cuspal tears and cuspal stretching. The valve was replaced with no additional pt complication reported.